Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11044, 0001825034 - 2017 - 11045, 0001825034 - 2017 - 11046. Concomitant products: femoral stem, unknown part/lot. Acetabular cup, unknown part/lot. Femoral head, unknown part/lot. Acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient has been indicated for revision due to unknown reasons. Attempts have been made and no further information has been named available at this time.